Manufacturer narrative:
(B)(4). The complainant indicated that the stent remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 12, 2020 that a hot axios stent had been implanted to treat a gastro-jejunum stricture during an esophagogastroduodenoscopy (egd) with stent placement post gastric bypass procedure performed on (B)(6) 2019. According to the complainant, on (B)(6) 2020, a scheduled stent removal was performed and during the procedure, it was noted that the stent migrated. X-ray imaging revealed that the stent was in the abdomen but the physician was unsure of the exact location of the stent. Reportedly, the stent remains implanted and there will be additional intervention to remove the stent. There were no patient complications reported as a result of this event. The patient's current condition was reported to be okay. Note: according to the complainant, the axios stent was placed for a gastric jejunum post gastric bypass. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The axios stent is not indicated to be used to treat a gastro-jejunum stricture.